Event description:
The facility representative reported a flogard infusion pump with "replace cable". The event was reported to have occurred upon power up in biomed service. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported "replace cable" was confirmed during evaluation by technical services as a broken power cord. The cause was determined to be a broken power cord and the power cord was replaced to resolve the problem. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.